Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was a gap in the forceps elevator. The following additional findings were also noted: loss of color in the air/water and scope cylinders, image guide protector chipped, distal end shaved off, replacement of parts needed due to annual inspection, and water tightness of forceps elevator lost due to gap. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned their loaner evis exera iii duodenovideoscope for routine servicing. Upon inspection and testing of the returned unit on 21nov2023, it was discovered during a leak inspection of the device that there was a gap in the forceps elevator. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the a gap in the forceps elevator was physical stress was applied to the distal end while the user was handling the subject device. The event can be detected/prevented by following the instructions for use which state: ¿operation manual_ important information ? Please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.